Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5106793). The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged allergies, serious fatigue, coughing up blood, sarcoidosis, pneumonia.the manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrected data includes: type of reported complaint changed to product problem.

Manufacturer narrative:
The manufacturer previous selected section b as both but upon pms review it was determined that there is no report of serious injury. In this report section b has been corrected to product problem only.